Manufacturer narrative:
Investigation showed that supplier made a change to the connector on the laser fiber and did not verify the functionality with marketed 100w laser units to confirm compatability. The laser fiber works with other laser boxes.

Event description:
(B)(4).